Event description:
It was reported the programmer showed a system software error after interrogation of the pacemaker. It was also reported the pacemaker could not be read by the programmer. Status of the programmer is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the implantable device was returned to the manufacturer from the field for loss of telemetry communication due to a programmer error. The no telemetry communication failure condition was confirmed with the returned programmer. The failure cleared during the electrical evaluation of the hybrid before any additional anomalies were noted in the hybrid functionality. Multiple attempts were made to re-induce the loss of telemetry communication failure, but none were successful. This analysis was stopped at this point with the telemetry failure condition cleared and the device functioning nominally.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.